Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and difficulty communicating with the remote control. It was noted that the incisions were red and warm to touch. The physician suspected infection and opened the incision up briefly and found to have puss filled fluid in both incisions. The patient underwent an explant and both incisions were washed out thoroughly. Antibiotics were prescribed. The patient was doing well postoperatively, and all explanted device components will not be returned per facility policy. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7085295.